Event description:
The patient's system was explanted due to an infection.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval. The pt's infection has completely cleared.